Event description:
It was reported that one week post dialysis catheter placement procedure, the device allegedly had a crack in the catheter extension line below the hub. It was further reported that the blood was allegedly leaking. Reportedly, the device was removed and replaced. There was no reported patient injury.

Manufacturer narrative:
H10: manufacturing review: a manufacturing review was not requested as the lot number reported is unknown. Investigation summary: one 19cm glidepath d/l catheter were returned for evaluation. Gross visual, tactile and functional evaluations were performed. A fracture was noted between the distal end of the red luer extension leg and the bifurcate. Upon infusion of the red luer, a leak was observed from the fracture on the extension leg. Therefore the investigation is confirmed for the reported fracture and fluid leak issue. The definitive root cause could not be determined based upon available information. Labeling review: a review of product labeling documentation (e.g., procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, nursing guide, and unit label) did not find any product labeling inadequacy. H11: section a through f ¿ the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that during a dialysis catheter placement procedure, the device allegedly had a crack in the catheter extension line below the hub. It was further reported that blood allegedly leaked. The procedure was completed using another device. There was no reported patient injury.

Manufacturer narrative:
As the lot number for the device was not provided, a review of the device history records could not be performed. The return of the sample is pending. The investigation of the reported event is currently underway.